Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead had presented to the emergency room with syncope. It was found that the lead had become dislodged. The patient was admitted and a lead revision was performed. During the revision of the lead the physician accidentally cut both the right atrial (ra) lead and the right ventricular (rv) lead during the procedure. Both lead were thrown away by the hospital staff. New leads were implanted successfully. There were no additional patient effects reported.

Manufacturer narrative:
The lead will not be available for return as it was discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.